Manufacturer narrative:
A product correction letter was sent to all customers with impacted instruments notifying them of the potential hazards associated with the tubing. The letter provides instructions for the customer to inspect for leaking tubing and for proper cuvette wash. A mandatory technical service bulletin (tsb) was issued on all impacted architect clinical chemistry systems. The mandatory tsb instructs field service to replace the peristaltic head tubing. The defective peristaltic head tubing was replaced during a service visit prior to the issuance of the tsb.

Event description:
Field service determined that the peristaltic head tubing failed upon first use when performing preventative maintenance on the architect c16000 analyzer. Field service replaced the peristaltic head tubing with the old style peristaltic head tubing to resolve the issue. There was no impact to patient results or injury reported.